Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device to monitor a patient who was in asystole. The users of the device reported that they did not deliver any defibrillation shocks to the patient during the event, but that the code summary report from the event showed that a shock was delivered to the patient while they were in asystole. The device delivering a shock to the patient without any interaction from the user could result in the patient receiving the incorrect defibrillation therapy at the improper time. The customer advised physio-control that the shock had no impact on the patient's rhythm and the patient stayed in asystole during the entire event. The customer reported that the patient is deceased. Physio-control attempted to contact the customer to request additional information on the patient. The customer advised physio-control that no further patient information is available.